Manufacturer narrative:
This product is not marketed in the us. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was removed and exchanged for shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found presence of residue on lens. Lens was caught in the vial cap. (B)(4)